Manufacturer narrative:
A ge service representative performed an onsite investigation and was not able to duplicate the problem. The rotation printed circuit board was replaced and the generator was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed communication error messages, grainy images, and locked up. No patient injury was reported.